Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex: requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate was stuck in the patient's artery, and they were not able to remove. An ultrasound was used to check if the stuck footplate was blocking the blood flow. The patient was doing fine. Closure was completed with a angio-seal being deployed. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be not confirmed for since the sample was not available for evaluation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
Additional information was received on 30 may 2022: there was no life-threatening illness or injury for the patient. No permanent impairment of a body function or permanent damage to a body structure as a result. The second angio-seal was successfully deployed. When referring to the footplate they are referring to the bioresorbable anchor.